Event description:
It was reported that prior to starting a da vinci-assisted sigmoid colectomy surgical procedure, customer contacted technical support to report communication issues between carts. One console displayed a "not connected" message and its power button led was blinking blue, while the other console had a solid blue led with the welcome screen displayed. The robot power button led was solid blue and indicated it was not connected to the tower. The tower power button was blinking blue, with messages saying the insufflator was disabled. Event logs were not populating in artemis. Technical support engineer (tse) walked the customer through a hard power cycle on all carts and reseating all blue fiber cables, but there was no change. The customer decided to move the procedure to one of the da vinci xi robot systems. The procedure was aborted to another da vinci with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vision side cart (vsc) common compute controller (ccc) and surgeon side console (ssc) ccc to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsc ccc was analyzed and in lighthouse, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed into the golden system where reported failure was triggered by indicating faults on the ccc, replicating the report event. The ssc ccc was analyzed and in lighthouse, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ssc ccc was installed into the golden system where reported failure was triggered by indicating faults on the ccc, replicating the report event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the root cause of the reported event was determined to be a bricked vsc ccc and ssc ccc.